Manufacturer narrative:
Investigation summary: one photo was provided. It shows a syringe that has no packaging flow wrap. It has plunger rod-rubber stopper. The barrel flange is damaged. This damaged may have happened at the plunger rod labeler assembly process. A jam could have induced this damage and not been noticed during the packaging process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 1st complaint for lot # 9140973 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: this damaged may have happened at the plunger rod labeler assembly process. A jam could have induced this damage and not been noticed during the packaging process.

Event description:
It was reported that molding defect was found before use with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter, "the head nurse of the ward of the hospital said that a piece of flange was found missing when the package was not opened at (B)(6) 2020."